Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracked downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
It was reported that the technician found a damaged battery compartment and damaged downstream occlusion (dso) seal. There was no reported patient involvement.